Manufacturer narrative:
It was indicated this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device replacement was scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days after the last device check, the device declared elective replacement time (ert). As a result, the device was scheduled for replacement. No adverse patient effects were reported.